Manufacturer narrative:
The investigation for the optical signal issue has been completed. Product and logs were not returned. The root cause of the optical signal issue was not determined since product/logs were not returned and insufficient clinical evidence was provided. Corrections to the initial MFR report: d4 model number updated. Added d6a/d6b. F6/f8 should have been left blank. G1 MDR reporting contact email. H6 impact code added 4629.

Event description:
The user facility reported a 57-year-old male undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The us complainant had a 5.5 being placed for support via axillary cut-down for supporting the patient with cgs (cardiogenic shock) and cardiomyopathy. The pump had alarms on the aic (automated impella controller) that prompted the console to be replaced, but that did not resolve the optical signal issue. The pump was replaced and support proceeded.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.